Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the suction channel. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. < inspection of the endoscope> inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. < inspection of the suction function > depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to a pinhole on a-rubber, water tightness was lost. There were few additional findings. Due to clogging of suction tube in universal cord, foreign objects came out of suction port. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Adhesive on a-rubber has white-clouded area. Connecting tube has a dent. Scratches were found throughout the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a pinhole. The device was returned and an evaluation at the repair center revealed presence of foreign object in the suction channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.